Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Force sensor bridge test was found in the event history log. Force sensor bridge test was found at power up and unable to calibrate the force sensor. The root cause of the reported issue was found to be a combination of main board, force sensor and plunger cable (electrical short). Replaced main board, force sensor and plunger cable. Performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that the force sensor bridge test occurred. No patient injury was reported.